Event description:
It is reported that during kit inspection, it was noticed that the tip of the driver was bent. Upon physical eval on (B)(6) 2015, the tip was noted to be fractured.

Manufacturer narrative:
This report will be amended when our investigation is complete.